Event description:
The pt had a colonoscopy for complaints of severe abdominal pain in 2002. Two days later pt underwent a laparoscopic oophorectomy, and colon underwent observation. Two weeks later pt awoke with intense lower abdominal pain and was admitted to the hospital. Pt was diagnosed with a "ruptured diverticulitis" and required immediate emergency surgery, and underwent a reversible colostomy. Four months later pt was admitted for colon resection surgery, which appeared to be successful. Three weeks later the pt discovered a large swollen infected area at the base of their incision. Pt underwent an incision and drainage to remove what appeared to be a large infection. The wound was left open to promote healing. Pt continued to experience pain from the wound. One month later, the surgeon reportedly determined that the pain and infection was related to sutures, and the pt was scheduled for surgical suture removal. Two days later pt underwent suture removal. One week later, the pt experienced another infection at the site of the stoma. One week later pt visited their surgeon thinking it was related to their previous infection, but reportedly the surgeon determined that this infection was related to a "skin" suture and removed it. Two months later surgeon removed another suture from the incision that was described as being 6 inches in length. This suture had "erupted" but was reportedly still "attached" to the "stomach wall". The pt continued to have pain and the surgeon recommended more suture removal. One month later, five sutures were removed from the pt. Following this, the pt continued to have pain but no more sutures were present. Reportedly an incisional hernia had occurred.